Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from the cartridge. The customer's blood glucose level was between 150-400 mg/dl. Reportedly, a cartridge change was performed and insulin delivery was resumed.